Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2019: it was reported, the procedure was completed by using another same product. The patient did not experience any adverse effects due to this issue.

Manufacturer narrative:
(B)(6). Occupation: non-healthcare professional. PMA/510k # ¿ pre-amendment. (B)(4). Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of; complaint history, the device history record, quality control data, and drawing. One opened package labeled rpn 133626 and label lot number 9094440 was received. Visual examination confirmed the proximal coil was missing from the stent and was not returned. The point of separation occurred 27.3cm from the distal coil. Closer examination of the separated end showed cut striations on the edge with white debris covering the area. It was noted the point of separation did not occur at a side port. The evidence suggests the stent was cut by the tether during removal. The device history record was reviewed, and no related non-conformances occurred during the production of lot number 9094440. A search of complaint records found no other related complaints associated with lot number 9094440. The cause of the complaint could not be established. Current controls for manufacturing and quality control are in place to assure functionality and device integrity prior to shipping. It is possible that the stent damage was caused by the removal of the tether before placement of the stent or handling of the product in preparation for the procedure. Measures have been initiated to address this failure mode.

Event description:
It was reported, the user checked the integrity of the filiform double pigtail ureteral stent set before use, and found part of the pigtail end was missing. The device was not used on the patient. The device was returned, and a visual examination confirmed the proximal coil was missing from the stent. The evidence suggests the stent was cut by the tether during removal. No adverse events have been reported as a result of the alleged malfunction.